Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding and horrible menstruation") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysteroscopy and d & c. Concurrent conditions included uterine bleeding. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced pelvic pain ("severe and persistent pelvic pain"), abdominal pain ("severe and persistent abdominal pain"), abdominal distension ("bloating"), back pain ("lower back pain"), fatigue ("fatigue"), alopecia ("hair loss") and allergy to metals ("experienced a hypersensitivity reaction to nickel") with rash macular, pruritus and pain of skin. In (B)(6) 2008, the patient experienced arthralgia ("joint pain") and headache ("headaches"). The patient was treated with surgery (endometrial ablation on (B)(6) 2018). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, abdominal distension, fatigue, alopecia and allergy to metals outcome was unknown and the pelvic pain, abdominal pain, back pain, arthralgia and headache had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, fatigue, headache, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results: (B)(6) 2017 gynecology ultrasound report, ultrasound, transvaginal, 16856 " ultrasound pelvic non-ob complete uterus anteverted heterogeneous uterus without fibroids. Adnexa and ovaries: bilateral ovarian follicles, some of which are complex. Impression & comment: impression: anteverted heterogeneous uterus without fibroids. The endometrial lining appeared regular and homogeneous measuring 1.81 cm .(thickened) bilateral ovarian follicles. Some of which are complex. No adnexal cystic lesions or free fluid. In (B)(6) 2007, type of test: hysterosalpingogram (hsg) test. (As per pfs) on (B)(6) 2018 hysteroscopy d&c operative report, name of operation: hysteroscopy d&c, hysteroscopic findings: normal intrauterine cavity and bilateral ostia. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet and medical record received- reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization added. Essure start date updated from (B)(6) 2007 to (B)(6) 2007. Event injury was replaced with events menorrhagia, abdominal distension, , fatigue, alopecia, pelvic pain, abdominal pain, back pain, arthralgia, allergy to metals(rash macular, pruritus, pain of skin) and headache. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.